Event description:
International affiliate reported revision of l3 screws. Reported the patient came back with pain. It was initially reported that the surgeon saw that the l3 screws were loose , that there was no fusion at l3 , and screws were removed from the bottom of the construct. However, when asked for clarification as to which screws had loosened, the product specialist then reported that one screw at l3 was loose. Additional screws that were also replaced during the procedure are concomitant devices.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.